Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard leaked when flushed. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. DHR review was performed on lot number 8037845. The lot number was built on afa line 4 from 12feb18 thru 16feb18. Packaged on packaging line 9 from 15feb18 thru 16feb18 and 19feb18 thru 19feb18. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number. Received one used iag 24ga catheter/adapter assembly in an opened package. Visual/microscopic examination: there was a cut/slit in the catheter tubing above the adapter nose. The catheter tubing leaked during the water leak test through the cut/slit that was observed. Conclusion(s): manufacturing ¿ a definite root cause as to where the slit occurred could not be determined. The slit could happen on zone 5.

Event description:
It was reported that the bd insyte autoguard leaked when flushed. There was no report of exposure, injury, or medical intervention noted.